Event description:
As artificial intelligence and automated electronic practices are striving to enter and "update" healthcare at an exceedingly rapid pace, there are so many concerns, yet this case report will highlight some baselines joint cardiac conference must evaluate to evaluate whether electronic medical record practices are being checked to ensure patient safety. A 73 year old man, with full mental faculties, was sent home after a emergency department hospitalization for suspected myocardial infarction. He was well cared for and the discharge summary provided to the patient listed 14 medications on them, upon quick review, 5 of the items were duplicates (one of them was a statin listed at both the 20mg and 40 mg dose); he was told to fill his prescriptions and take them. There were no separate instructions or a follow-up appointment with a cardiologist for care (let alone informing his pcp). Not all patients are worried when they see so many changes to their medical regimen, and he was good to talk to a few friends and work colleagues and they were able to catch the duplicates. Lasix was listed below furosemide (2 separate lines), aspirin brand was listed in one line and not in the other. Critically, the medications were not listed by group (ie. Diuretics amlodipine next to furosemide). Medications for heart conditions. Metabolic syndrome separate from allergy medications. Allergy meds next to psych medications. Critically, there was no discussion with the patient about a follow-up appointment once the medications were filled (versus those they send them home with). In this case, there was also no discussion about multivitamins that would be needed (considering the dual diuretics and age). Patients who have required complex treatment regimens throughout their life may be used to dosing, keeping their medications organized, and even discussing other changes in their life (ie. If they have days when they do not have any protein intake at all). This is not the first time I have encountered this. Epic shows all former and current medications on the same screen (history requires them to be separated by medication stacks over time (in parallel lines) to graphically depict which medications were the first they were started on, and which were added later. In cases when long gaps of time resulted in non-filled medications or changes in pharmacies, these items must be authorized for synchronization between pharmacies and the healthcare systems taking care of them. Finally, since this was his first visit to this hospital, a single (background medical history consent form) could be utilized to obtain records from prior hospitals/ambulatory care settings. This way, should that patient ever need a rapid response, his team would be able to cross check history of prior hospitalizations for that same condition (versus, differential diagnoses) ultimately, per jcc accreditation, while there are hospital-wide certifications and designations. These grading systems must take into account emr error, identity theft cases, morbidities and mortalities due to hospital emr x medical team errors. Yet, what was formerly accredited to "information not available" is no longer a credible excuse. These instances are negligence on behalf of any brick building wanting a designation of "hospital" or "outpatient healthcare center". Patient was not instructed to crush acetylsalicylic acid in their mouth should they experience similar symptoms (evidence-based mi severity reduction). Patient was not on nitrates (yet those who are, per diamond forrester criteria should be instructed which medication to take should their nitroglycerin not improve their symptoms), some cardiologists still advise acetylsalicylic acid crushing while waiting for emergency medical technician response. All medications should be listed by class/type (acetylsalicylic acid next to non-steroidal anti-inflammatory drugs and other anti-inflammatories). That way, if they skip a medication from one class, it is predictable which medication may have resulted in symptoms (ie. Forgetting furosemide while on lasix (furosemide) and amlodipine will result in worsening htn symptoms (higher calcium and higher sodium retention); considering whether any dietary salt changes could have further exacerbated cardiac preload (and stress on the heart/lungs) especially if they stopped eating protein, then the former changed their hydrostatic and latter their osmotic pressure (and thus a severe hypertension, congestive heart failure, myocardial infarction exacerbation).